Event description:
It was reported that there was a battery voltage drop since the last device check from 2.89v to 2.61v today. The software was updated and the battery voltage registered as 2.92v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.